Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was damaged, it was noted that it was missing pixels. Analysis also found that the lower case and lead flex cover were contaminated, the upper case, ring cover and both bail covers were broken, the battery contacts were compressed, one bail was missing and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged screen. The generator was returned for service. There was no patient involvement.